Event description:
It was reported that the lead exhibited high pacing thresholds, oversensing and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded.